Event description:
The patient came to cardiac cath lab with perforated diagonal artery. After deploying the second graftmaster stent in the ostium of the diagonal branch, the stent did not adhere to the wall of the artery which allowed the stent to migrate in the lad causing an occlusion. Subsequently a stent was placed in the lad and the diagonal was occluded.